Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055929) on 22-oct-2015. The most recent information was received on 22-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device was too close to my bladder/essure implant was noted to be extruding from the right fallopian tube/extruding from the distal end of the fallopian tube through') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 4, ventral hernia, multigravida, depression, anxiety and dysmenorrhea. Concomitant products included hydromorphone hydrochloride (hydromorphon hcl actavis), levofloxacin, loratadine, pseudoephedrine sulfate (claritin-d allergy), ranitidine and vilazodone hydrochloride (viibryd). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pains/ increasingly intense pain/ pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"), heavy menstrual bleeding ("much heavier periods/ abnorma; bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 24 days after insertion of essure. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage and back pain outcome was unknown and the heavy menstrual bleeding and pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, dyspareunia, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055929) on (B)(6) 2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device was too close to my bladder/essure implant was noted to be extruding from the right fallopian tube/extruding from the distal end of the fallopian tube through') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 4, ventral hernia, multigravida, depression, anxiety and dysmenorrhea. Concomitant products included hydromorphone hydrochloride (hydromorphon hcl actavis), levofloxacin, loratadine, pseudoephedrine sulfate (claritin-d allergy), ranitidine and vilazodone hydrochloride (viibryd). In 2010, the patient experienced pelvic pain ("pelvic pains/ increasingly intense pain/ pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"), heavy menstrual bleeding ("much heavier periods/ abnorma; bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 24 days after insertion of essure. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage and back pain outcome was unknown and the heavy menstrual bleeding and pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, dyspareunia, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event (s) are not indicative of a quaiity deficit per se. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received: essure removal date and surgery were added. Reporter information, medical history were added. Action taken with drug updated. Seriousness criteria for event pregnancy with contraceptive device updated to no serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055929) on 22-oct-2015. The most recent information was received on 16-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device was too close to my bladder") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 4, ventral hernia, multigravida, depression and anxiety. Concomitant products included hydromorphone hydrochloride (hydromorphon hcl actavis), levofloxacin, loratadine, pseudoephedrine sulfate (claritin-d allergy), ranitidine and vilazodone hydrochloride (viibryd). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("much heavier periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 24 days after insertion of essure. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pains/ increasingly intense pain") and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage and back pain outcome was unknown and the menorrhagia and pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event (s) are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 16-apr-2019: event "device was too close to my bladder", reporter, medical history, concomitant drug added from pfs.